Event description:
It was reported that before use, water was spurting out from the foley catheter shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Received (6) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened catheter with cut portion of inlet tubing and a syringe. Inflated balloon with 10 ml of solution using the returned syringe and the balloon rested with no leaks noted. Deflated balloon in 47 seconds with no cuffing or leaks noted from the balloon or the shaft of the catheter. The reported failure could not be replicated. The reported event is unconfirmed; a risk review is not required. The reported event is unconfirmed; a labeling review is not required. Risk, labelling and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, water was spurting out from the foley catheter shaft.